Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture in her right breast. No product quality issues were reported for the left side. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was found within the siltex cracking, measuring approximately 0.8 cm. The evaluation determined that the possible cause of the rupture found is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with unspecified mentor textured gel breast prostheses developed baker grade iii capsular contracture in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2023. The mentor failure analysis lab received two devices for this event. The devices could not be individually identified because there were no unique markings on them. Both devices were analyzed, and it was discovered that there were tears on both devices. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-10489 for the report for the patient¿s right breast prosthesis.